Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis.: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. On an unreported date in the beginning of the same month this report was received, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. Treatment for the peritonitis event was not reported. On an unreported date in the same month this report was received, physioneal therapies were discontinued and on an unreported date in the same month this report was received, the patient was transferred to hemodialysis therapy. On an unreported date in the same month this report was received and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis. No additional information is available.